Manufacturer narrative:
(B)(4).

Event description:
The patient and a manufacturer representative reported that they could not charge their implantable neurostimulator (ins) and saw a reposition antenna screen on their recharger. The ins was moving in the pocket and flipping and slipping around. These issues stated about 1.5 years prior to the report. They were going to follow-up with a manufacturer representative for reprogramming. The patient was indicated for spinal pain and chronic low back pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on may 3rd 2016 from a company representative (rep) stating that the patient had a device replaced regarding the issue that had been previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the representative ran impedances and all were in range. The patient stated she had to recharge daily and it took 12+ hours. She was consulting with her pain doctor and neurosurgeon to have the ins replaced with a non-rechargeable ins. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly of the device.

Event description:
Additional information was received that reported that the patient did not charge and let the implantable neurostimulator go completely dead. A power on reset was tried. Normal battery depletion occurred. The patient wanted a non-rechargeable battery, and had a revision on (B)(6) 2016 to have a non-rechargeable battery. The device was used within the patient for treatment. There was no patient death reported, and there was no patient injury reported.